Manufacturer narrative:
This report is submitted on october 10, 2023.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report.